Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and a watchman fxd double curve access system (was) was inserted and advanced. A watchman flx closure device and delivery system (wds) was inserted and deployed in the laa yet required a recapture. During recapture of the wds, the was was found to be kinked while inside the patient. The kinked was was removed and exchanged for a new was to complete the procedure successfully. The procedure was concluded, and the patient was stable.